Event description:
Dealer called alleging seat bolts snapped off causing the seat to tilt and user was injured.

Manufacturer narrative:
The device was returned and evaluated.

Manufacturer narrative:
The device is not available for evaluation at this time. A follow-up report will be issued should more information or the device become available for evaluation.

Event description:
Dealer called alleging seat bolts snapped off causing the seat to tilt and user was injured.